Manufacturer narrative:
Product ID 3487a lot# l45695 serial# implanted: (B)(6) 1997 explanted: product type lead. Other relevant device(s) are: product ID: 3487a, serial/lot #: (B)(4), ubd: (B)(6) 2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that there were contacts that are showing high impedances. It was noted that the lead was very old. An impedance check was done. The rep also programmed up and down lead and could not get stimulation. The lead was to be replaced. Surgical intervention was planned but not yet scheduled.